Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced the matrix drawer 5 interface board to resolve the issue. The fse performed testing and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix bin drawer 5 continued to fail. While recovery was possible most of the time, maintenance was required on other occasions, resulting in delays to the patient's CT scan. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.